Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose reaching 360 mg/dl while using the ilet system, with no observed infusion set leaks or tubing kinks, and levels remained elevated since the prior day; the user changed supplies and later administered a subcutaneous insulin pen injection when glucose remained elevated. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization and no professional medical intervention beyond routine self-management. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that device function could not be confirmed as contributory and that the event¿s cause remained undetermined. It was concluded that the reported hyperglycemia was not confirmed to be device related and the root cause remained inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.